Manufacturer narrative:
Section a5a, a5b: correction. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
"30-day" was inadvertently not checked in the prior report. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the stroke occurred on (B)(6) 2020. The patient was on intravenous heparin. Computed tomography (CT) scan was noted as diagnostic testing utilized.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient expired due right middle cerebral artery (mca) stroke with midline shift and uncal herniation.